Event description:
The interventional cardiologist who is very experienced in performing placement procedure and trained in the use of the device, was performing a left deep femoral percutaneous transluminal angioplasty under fluoroscopy in the cath lab. Access was obtained from the right common femoral artery. The rx acculink stent was deployed near the origin of the deep femoral. The entire lesion was not covered. A second acculink stent was placed at the proximal aspect of the lesion and the release mechanism of the stent was activated without evidence of difficulties. Under fluoroscopy, there was no evidence of stent release with full activation of the stent release mechanism, and the stent shaft was withdrawn without difficulties. The stent shaft had broken off with approximately 25 cm of the shaft in the patient's vascular tree. The distal end of the stent was in the deep femoral artery with a non-deployed stent and the proximal end was in the external iliac artery. Despite a prolonged attempt at snaring the proximal end and retrieving the shaft percutaneously, this approach was not successful and surgery was required to have the fragment removed. The shaft with intact non-deployed stent was successfully removed. The patient recovered uneventfully.